Manufacturer narrative:
Date of event: used the first day of the month of the aware date as it was not provided. Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, without reaching the maximum burst pressure of the balloon, the balloon burst along the balloon shaft length. No patient complications were reported.

Manufacturer narrative:
B3: date of event: used the first day of the month of the aware date as it was not provided. E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 14mm from the tip and is approximately 18mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, without reaching the maximum burst pressure of the balloon, the balloon burst along the balloon shaft length. No patient complications were reported. It was further reported that the balloon ruptured during initial inflation. The device was removed intact, and another balloon was used to complete the procedure. Furthermore, the patient condition was good post-procedure.

Manufacturer narrative:
B5: describe event or problem: updated. B3: date of event: used the first day of the month of the aware date as it was not provided. E1: initial reporter address 1:(B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, without reaching the maximum burst pressure of the balloon, the balloon burst along the balloon shaft length. No patient complications were reported. It was further reported that the balloon ruptured during initial inflation. The device was removed intact, and another balloon was used to complete the procedure. Furthermore, the patient condition was good post-procedure.